Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. A batch review was performed for potentially associated lots (h10c03048, h10f28071, and h10g19078) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous nurse report from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed peritonitis and was hospitalized that same day. Treatment information was not provided. Pd therapy was ongoing at the time of the event. In (B)(6) 2010, the patient was discharged from the hospital (exact date not specified). The nurse reported that the patient was recovering from the event of peritonitis. The nurse did not provide a causality statement for the event of peritonitis. At the time of this report, the nurse did not have any further information.